Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited pacing inhibition with unknown duration of asystole. Additional information was received indicating that loss of capture (loc) was observed so outputs were increased to maintain pacing. Furthermore, due to this elevated threshold values and decreased longevity, the physician decided to replace the chronic lead. The lead was surgically abandoned while the device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.